Event description:
The customer reported having low blood glucose and being treated by paramedics. The blood glucose reading was 26mg/dl. Troubleshooting was performed. The bolus history was correct. The customer reported that the insulin pump was damaged around the reservoir compartment and she was not sure how it happened. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.